Manufacturer narrative:
B5: the lens was implanted on (B)(6) 2020 and explanted on (B)(6) 2020 due to lens tore during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found haptic torn and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+0.5/076 (sphere/cylinder/axis), in the patient's left eye (os). The reporter indicated the lens tore during implantation and a large part of the lens remained in the eye. The plan is to explant the lens at a later date. The reporter indicated part of the lens was stuck in the plunger and the cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.